Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that a power source alert occurred. Despite the use of multiple cables and power sources, the pump was unable to be charged. There was no adverse impact to customer's blood glucose level. Reportedly, the customer had alternate therapy available for diabetes management.